Event description:
It was reported that while checking the underlying rhythm on a patient the external pulse generator was paused, however the patient's pulse rate dropped to 20 beats per minute and the generator was unpaused and the "emergency" button pressed however the generator would not work and the settings were unable to be adjusted. The power was attempted to be cycled and retried without success. It was noted that the battery was new. Follow-up determined that another generator was readily available and it was changed out. The scenario was unable to be duplicated in testing by the biomedical engineer. The generator was returned for service. Follow-up also confirmed that there were no patient complications as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of the generator not working correctly and the settings unable to be adjusted. Analysis did note that the upper case was dented, the ring was bent and the knob and battery drawer were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).